Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting the patella pegs had broken and continued to have pain. Metallosis blackened tissue and synovium was noted. Patella was just loose and was held in by scar tissue all 3 pegs had broken off. DHR was reviewed and no discrepancies were found. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. The complaint sample was returned and visual examination of the product identified signs of being implanted such as wear, discoloration and foreign material and all three posts had fractured off. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard posterior stabilized porous femoral component right 65mm, catalog #: 184508, lot #: 110980; biomet regenerex primary tibial tray 71mm, catalog #: 141273, lot #: 288640; vanguard e1 posterior stabilized tibial bearing 10mm x 71/75mm, catalog #: ep-183640, lot #: 302330; biomet finned primary stem 40mm, catalog #: 141314, lot #: 623390. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and patellar implant fracture approximately four (4) years post-operatively. Initial operative notes did not identify any intraoperative complications related to the implants. Revision operative notes noted that the patient had metallosis-blackened tissue and synovium. Additionally, the patella was noted to be loose, held in by scar tissue and all three (3) pegs had broken off.